Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, mildly tortuous, 70% stenosed right superficial femoral artery. Pre-dilatation was performed with a 6mm non-abbott balloon. A 5.5x80mm supera self-expanding stent system (sess) was deployed distally without issue using a non-abbott guide wire. A 6x120mm supera sess was deployed with 1cm overlapping the distally placed stent. During removal of the sess, the tip separated but was successfully removed with the sheath with no intervention reported. A 6x80mm supera stent was used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip detachment was not confirmed; however, the tip was retracted in the distal sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation was unable to determine a cause for the tip detachment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.